Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display was replaced. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported that, during a case, the unit shut down. The anesthesia machine was reportedly swapped out. There was no reported patient injury.